Manufacturer narrative:
On (B)(4) 2016 the field service engineer (fse) replaced the rinse pump to resolve the reported issues. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported ca control failed false low on glucose and protein on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated or reported out of the lab and there was no change or effect to patient treatment in connection to the event.